Event description:
Information received from the field notes that the patient was in the emergency room due to lightheadedness. The patient's intrinsic rhythm was in the 30's. The programmer estimated that the device had >60 months longevity and that the magnet rate was 95 ppm and the battery impedance was 1 kohms. Pacing spikes were observed, but there was no capture. During an attempt to reprogram, a message that the device was in back-up mode appeared.